Manufacturer narrative:
The reported event was inconclusive because no sample was returned was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be mechanical failure, operator error, user hypersensitivity to latex, bacterial infection. A DHR review is not required as the lot number is unknown. Therefore no additional action required at this time. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer pours beta dine in the sure step foley tray and it was leaked into the other components. Per additional information received via email on (B)(6) 2021 the patient stated that they had a poor design as the top attaches to the bottom box below and holds it together. It was impossible with one hand even 2 hands together the bag out from below without spilling the beta dine all over when they add the beta dine to top. It was mentioned that the surestep foley kits was attached to catheter associated urinary tract infection. It is unknown what medical intervention was provided for the urinary tract infection. Per customer via email on (B)(6) 2021, stated the top attached to the bottom box below and holded it together. When they added betadine to top it was impossible with one hand, even 2 hands to gather the bag out from below without spilling betadine all over. Stated that the top secured to the box below which holded the bag and rather tightly. Customer stated that they need both hands to remove the bag even without dislodging the top and then spillage happened.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer pours beta dine in the surestep foley tray and it was leaked into the other components. Per additional information received via email on 10aug2021 the patient stated that they had a poor design as the top attaches to the bottom box below and holds it together. It was impossible with one hand even 2 hands together the bag out from below without spilling the beta dine all over when they add the beta dine to top. It was mentioned that the surestep foley kits was attached to catheter associated urinary tract infection. It is unknown what medical intervention was provided for the urinary tract infection.